Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: unk. (B)(4).

Event description:
It was initially reported that the patient was not receiving drug therapy. A pump reservoir volume discrepancy was noted. The health care provider (hcp) withdrew 40 ml of drug at refill which was greater than the expected volume. The discrepancy was noted at the first refill after an implant/replacement/revision. The patient underwent a catheter revision on (B)(6) 2012. Additional information received later indicated that the patient recently began experiencing recurrent symptoms. The patient's spasticity worsened despite escalating doses. It was believed that a device system abnormality occurred, which was confirmed via outpatient evaluations. A catheter occlusion was indicated, however it was further noted by a healthcare provider that the cause of the event was unknown. The patient required hospitalization in regards to a pump and catheter replacement procedure which occurred on (B)(6) 2012. At the time of the device replacement procedure the old catheter was found tangled into a coil which "obviously" occluded the catheter. The subcutaneous pocket was revised in size and location. Intraoperative programming and testing of the existing pump showed a failure of the pump to deliver the medication. A new catheter was placed, and dye was infused which verified the subarachnoid location of the catheter lip and free flow of contrast throughout the subarachnoid space. The patient was without injury and "tolerated the procedure quite well". Drug delivered via the device was lioresal 500mcg/ml, 100mcg/day.